Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the lead was reprogrammed. Since then, there was far field r-wave (ffrw) oversensing on the lead. The ffrw oversensing caused erroneous mode switch episodes. The lead was reprogrammed again and remains in use. No patient complications have been reported as a result of this event.